Manufacturer narrative:
H.6. Investigation: one photo was provided to our team for investigation. Upon visually inspecting the photo, a drop is visible on the membrane surface. A device history review was performed for lot 1901101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing, leakage testing is performed on all lots. Testing was reviewed for infusion adapter lot 1901101, all results were found to be within specification. Three unused samples were also provided for evaluation. All samples received, along with seven additional retained samples of lot 1901101 were used for additional investigation. Each sample was connected to a sample injector and penetrated ten times, two samples from lot 1901101 had exceed the required limits for the leakage testing and were sent for additional evaluation. A total of nine samples of lot 1901101 were evaluated. CT scans were performed and could not identify any difference in the characteristics of the membrane for the samples that did not meet the leakage requirements versus those that were within required specification. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h.10.

Event description:
It was reported that leakage occurred during use with a bd phaseal optima infusion adapter (c100-o). The following information was provided by the initial reporter, "rx tech was preparing paclitaxel. After rx tech withdrew the drug out of the vial using a p20-o/n35-o, rx tech injected the drug into the bag. Upon disconnect rx tech noticed small amount of residue on c100-o membrane. There was no residue on the p20-o membrane. P20-o and n35-o lot #s included."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd phaseal optima infusion adapter (c100-o). The following information was provided by the initial reporter, "rx tech was preparing paclitaxel. After rx tech withdrew the drug out of the vial using a p20-o/n35-o, rx tech injected the drug into the bag. Upon disconnect rx tech noticed small amount of residue on c100-o membrane. There was no residue on the p20-o membrane. P20-o and n35-o lot #s included."